Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a completed cryo-ablation procedure, the patient had heart arrhythmias that included paroxysmal supraventricular tachycardia and atrial tachycardia. The patient had a repeat radiofrequency ablation. An antiarrhythmic medication was also given. The arrhythmias resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.